Event description:
Customer reported updating personal settings, which correlated with a blood glucose level of approximately 45 mg/dl. Customer consumed carbohydrates to address this and did not require assistance from a third party, nor was there any loss of consciousness or injury. Technical support helped in updating the correction factor setting and advised consulting with a healthcare provider whenever settings are changed.